Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was diagnosed with outflow graft stenosis. No further information was provided.

Manufacturer narrative:
Section b5: additional information section d4 and h4: additional information manufacturer's investigation conclusion: although the evaluation of the submitted images confirmed the report of outflow graft stenosis, a specific cause for this finding could not be conclusively determined through this evaluation. Visual inspection of the submitted CT images revealed a potential narrowing of the outflow graft proximal to the terminus of the bend relief. The narrowing appeared to nearly completely occlude the blood flow path, which could have resulted in the reported low flow alarms and elevation in ldh. An exact duration for which this narrowing was present during pump support could not be conclusively determined through this evaluation. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. Heartmate ii lvas IFU, section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation therapy and the recommended inr range. Heartmate ii lvas patient handbook, section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The results of the labs showed elevated lactate dehydrogenase (ldh) and bnp. The account decided to implant two stents. After implantation of the two stents, the patient's hemodynamic parameters were observed to improve. Flow increased from 2.5 lpm to 4.2 lpm, and measure pressure gradient decreased from 40 mmhg to 35 mmhg. After the surgery, the patient was transported to the post-anesthesia care unit. No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.